Event description:
The customer reports that the device locks up when the charge button is pressed. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports that the device locks up when the charge button is pressed. There was no reported pt involvement. Philips repair bench evaluated the device and confirmed the complaint. The therapy pca was replaced to resolve the problem. The device passed all performance assurance testing. The device was sent back to the customer for use. We will consider this a malfunction of the therapy pca that caused the device to lock up when the charge button was pressed.